Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (7869264) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, this device was explanted and replaced due to intermittent pump failure. No other adverse patient effects were reported.

Event description:
According to available information, this device was explanted and replaced due to a pumping issue that did not allow the device to inflate as it should. No other adverse patient effects were reported.

Manufacturer narrative:
A titan touch pump and detached connector/inlet tubing were returned for evaluation. No functional abnormalities were noted with any of the returned components. Because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported.

Event description:
Additional information received further reported that almost immediately after the patient's post-op visit, the patient would have unwanted erections on an hourly basis and had to continuously keep deflating the device. At a subsequent appointment, the physician indicated she reset the device. However, following the appointment, the problem did not go away and eventually the device failed completely and would not work at all. The device was replaced; the replacement device was working well.